Event description:
The ventilator was connected to the patient for approximately 3 weeks. The customer reports the ventilator began to smoke. There was no patient injury. The customer has opted to repair the ventilator. No fse has been dispatched. The customer has been sent a red "cc" sticker and will send the defective part back to siemens for further processing.